Manufacturer narrative:
The insulin pump was received with a minor scratched display window, cracked display window corners, cracked battery tube threads, a cracked reservoir tube lip, and a cracked reservoir tube. The insulin pump was unable to prime during the prime/compromised force sensor system test due to a faulty force sensor resistor. However, the device passed the displacement, basic occlusion, occlusion, and no delivery test.

Event description:
The customer called to report damage to the insulin pump on the reservoir compartment window and the battery compartment, and the display. Customer also reported seeing air bubbles in the tubing. The customer's blood glucose reading was 155 mg/dl. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that her device would be replaced and to return the device for analysis.